Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose ranged from 162-163 mg/dl. Reportedly, the transmitter and the pump regained connection and the customer continued to use pump for insulin therapy.